Event description:
The customer reported that the power cord was damaged with arching found.

Manufacturer narrative:
The device was returned for inspection where it was confirmed that the earth (ground) pin was found to be removed, and it was found to be operating normally. The continuity testing confirmed that all conductors, including the ground lead, are electrically continuous, despite the ground pin being removed. No evidence of overheating, or conductor exposure was observed on the cables. The connex vsm 6000 series of monitors is intended to be used by clinicians and medically qualified personnel for monitoring of neonatal, pediatric, and adult patients for ¿ noninvasive blood pressure (nibp). ¿ pulse rate (pr) nr. ¿ noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2). ¿ body temperature in normal and axillary modes. The most likely locations for patients to be monitored are general medical and surgical floors, general hospital, and alternate care environments. Monitoring can be accomplished on the vsm 6000 series bedside monitor itself, and the vsm 6000 series bedside monitor also can transmit data continuously for secondary remote viewing and alarming (e.g., at a central station). Secondary remote viewing and alarming features are intended to supplement and not replace any patient bedside monitoring procedures. This issue would be likely to cause or contribute to a death or serious injury if this were to recur.

Manufacturer narrative:
An image of the plug was received which showed slight damage to the end of the plug prongs. The device has been requested to be returned for inspection and additional information has been requested from the customer regarding the reported malfunction. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the power cord was damaged with arching found.